Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the customer received a pump error alarm. No further patient complications were reported. A replacement process was initiated for the serialized device and the product will be returned for analysis. Troubleshooting was not performed, however, the customer will discontinue using the device.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The customer returned the device for alleged hardware low level failure and lost sensor alarm on july 3, 2022. The device passed self test and displacement test. No hardware low level failure noted during testing. Hardware low level failure was confirmed in the device history file on the event date july 3, 2022. Please see below for the hardware low level failure in the device history file on the event date july 3, 2022. July 7, 2022 21:48:53.000 alarmalertnotification (40). Faultnumber: hardwareerroralarm (63). Linenumber: 466. Filenumber: 642. As per global logic analysis, rf chip problems, problem isolated to the electronic assembly. Lost sensor alert was confirmed in the device history file on the event date july 3, 2022. Please see below for the lost sensor alert in the device history file on the event date july 3, 2022. July 2, 2022 08:26:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). However, the device communicated properly with the guardian link 3 and the test plug. The device was able to enter into automode during testing. No device/sensor communication anomaly or lost sensor alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. During visual inspection, moisture damage was found on the electronic assembly. No damage noted on the motor or the force sensor. Hardware low level failure was confirmed due to moisture damage on the electronic assembly. Automode anomaly and lost sensor alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 06-dec-2022 occupation has been updated and provided with this report in section e3.

Manufacturer narrative:
The pump passed self test and displacement test. No pump error 63 noted during testing. Pump error 63 was confirmed in the pump history file on the event date 03-jul-2022. Please see below for the pump error 63 in the pump history file on the event date 03-jul-2022. 07/03/2022 21:48:53.000 alarm alert notification (40). Faultnumber: hardware error alarm (63). Linenumber: 466. Filenumber: 642. As per global logic analysis, rf chip problems, problem isolated to the electronic assembly. Lost sensor alert was confirmed in the pump history file on the event date 03-jul-2022. Please see below for the lost sensor alert in the pump history file on the event date 03-jul-2022. 07/02/2022 08:26:00.000 alarm alert notification (40). Faultnumber: lost sensor 1alert (780). However, the pump communicated properly with the guardian link 3 and the test plug. The pump was able to enter into automode during testing. No pump/sensor communication anomaly or lost sensor alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. During visual inspection, moisture damage was found on the electronic assembly. No damage noted on the motor or the force sensor. Pump error 63 was confirmed due to moisture damage on the electronic assembly. Automode anomaly and lost sensor alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.